Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 38x2.75mm target lesion containing >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion as the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted, bunched distally and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. Foreign material (fm) resembling a dark coloured fibrous strand appears to have been caught on the lifted stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 38x2.75mm target lesion containing >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was selected for use and advanced but failed to cross the lesion as the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).